Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a new device implant procedure. Noise and high pacing lead impedance was observed upon the lead attachment to a new device. The device was exchanged with another new device. All the values were back to normal with the second device. The patient was doing fine post procedure.